Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot m162489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m162489. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162489 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Event description:
The customer reported false positive results with the ID now covid-19 for an unspecified number of patients performed on an unspecified date. Customer states issue has been occurring since new lot was implemented the day prior. Confirmation testing was performed with pcr. Exact results not provided. No additional patient information, including treatment and outcome, was provided.